Manufacturer narrative:
D1: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
(D10): concomitant device(s): 300-30-07 equinoxe preserve stem 7mm. 320-06-42 glenosphere 42mm. 320-10-00 equinoxe reverse tray adapter plate tray +0. 320-15-04 rs glenoid plate r post aug, 8 deg, right. 320-40-00 humeral liner, 40mm, +0.

Event description:
Approximately 2 year(s), 4 month(s) and 27 day(s) post-operative of a revised right tsa, it was reported via clinical study that the patient experienced a dislocation. Patient felt shoulder come out of place while picking up something light. Five total episodes. Shoulder feels unsteady and reports pain posteriorly. Approximately 3 months and 8 days after the initial report of issue, the patient underwent a standard reverse with preserve stem revision with the removal of the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.